Event description:
It was reported that the patient present to the emergency room (ER) on hearing audible alert tones for a steady rise in right ventricular (rv) lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2007. (B)(4).